Manufacturer narrative:
Section a3b: unknown/ asked but not available. Section b3: date of event: unknown, not provided, section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code: 2140- hm-visual disturbance- dysphotopsia- requiring surgical intervention and hm-dysphotopsia- negative. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was implanted into the patient's right eye in an uneventful cataract surgery. The patient complained of distortion in her vision and with negative dysphotpisa as well. The lens was slightly decentered superiorly as week due to very high myopia. She was not happy with the quality of vision. The patient had high myopia. Post operatively. The lens was also noted to be slightly inferiorly decentered. After 4 weeks of observation, the lens was explanted in a secondary procedure and replaced with another johnson & johnson lens ar40e. There was no patient injury. There was no other medical/surgical intervention required. The patient was doing good post surgery. No other information is available.